Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer reported a hematocrit of 28.5%. A hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The customer's blood sample may have interfered with the coagulation test. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result in comparison to the laboratory inr result. Results are as follows. Date: (B)(6) 2014, inratio inr: 1.5, laboratory inr: 2.1. Date: (B)(6) 2014, inratio inr: <0.7, laboratory inr: 2.3. Therapeutic range: 2.0 - 3.0. The time between testing was within one (1) hour on both dates. Reportedly, the strips were stored in car from (B)(6) 2014. The temperature was <32f and in (B)(6), temperature was approximately 85f. Additionally, the patient reported a hematocrit of 28.5, however, the specific date was not provided. There was no reported adverse patient sequela. There was no additional information provided.